Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. The device was powered on and the touchscreen was unresponsive. The device display screen showed a crack on the screen.

Event description:
It was reported that an ilet device with serial number (B)(6) exhibited a frozen, unresponsive touchscreen that prevented unlocking despite restarts and calibration, with the display powered, no visible damage, no reported drop or water exposure, and prior successful data sync; the user transitioned to backup therapy and a replacement was arranged. Symptoms included no adverse clinical effects, and blood glucose levels were reported as unaffected. Outcomes included temporary interruption of ilet use and use of backup therapy, without hospitalization or medical intervention. Investigation included troubleshooting and education by support, including remote restart via the ilet mobile app and user checks for case or screen protector interference. Investigation of this case revealed a device display or touch interface malfunction consistent with a nonresponsive screen, with no evidence of impact or liquid ingress and no alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen/display subsystem of unknown root cause.